Manufacturer narrative:
E-mail communication received revealed the device manufacture date and confirmed the expiration date. Expiration date updated. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 05/2014. Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. When additional information becomes available, a follow up report will be filed.reported to the FDA on march 28, 2016. (B)(4).

Event description:
Complaint received from a health care professional reporting a packaging issue with the product. Reporter stated that the hospital released one box of expired product from its inventory to stock the hospital's dressings trolley. One of the expired dressings was applied in the post-surgical ward for a total knee replacement incision on a patient. The reporter stated that the dressing was in place for less than 24 hours before being replaced. There was no report of patient harm.